Manufacturer narrative:
(B)(4): physio-control determined the cause for the device failure to power on to be a missing latch assembly. However, further cause for the missing assembly was not determined. A replacement device was provided to the customer.

Manufacturer narrative:
Physio-control¿s further evaluation of the device found that the latch assembly was dislocated from the original position and jammed next to the charge-pak connector. The loose latch assembly was missing from the original position but located inside the device. Further cause for the observed problem could not be determined.

Event description:
It was reported that the customer purchased the device recently from a distributor and found that the latch assembly was missing. Physio-control evaluated the device and verified the reported problem. Furthermore, physio found that the entire latch assembly that connects to the on/off switch flex assembly was missing and the device could not power on. There was no patient use associated with the event.